Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient could get a charge in her ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was not able to charge her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient was not able to charge her ipg. The patient will undergo an ipg replacement procedure.